Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they no power to keypad - replaced keypad, corroded right iui - replaced right iui. A review of the device history record for sn (B)(4) was performed from date of manufacture 06/26/2018 to the present date (B)(6) 2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
It was reported that the device has a display screen issue. The charging light is not working. No additional information was provided. No patient involvement was noted.